Event description:
Medtronic received information that during the attempted implant of a medtronic transcatheter bioprosthetic valve, the terumo solopath introducer sheath kinked and dissected the patient's right ileac artery. The introducer sheath were removed, the dissection stented, and the case closed without implant of the valve. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).